Event description:
Patient was being administered dopamine via a sigma 6000 intravenous pump (programed rate 20 ml/hr programed volume 250ml). Patient was determined to have received an overinfusion, details unknown. Patient's heart rate increased due to overinfusion. Dopamine drip was discontinued. Patient's heart rate returned to normal.